Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the non-penetrating nicks in the shell and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening. Missing shell due to inconclusive.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being diagnosed with an "autoimmune disease," specified as "lichen sclerosis." This record is for the right side. Healthcare professional, additionally, reported unknown side "rupture" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.